Event description:
Device malfunction: cuff miss (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second perclose at device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device #1 - perclose at (part #12337-04; lot #unk), is being filed under medwatch report #2953144-2008-01179.